Manufacturer narrative:
The serial number of the device was not provided to gore, therefore a review of the manufacturing records could not be performed.

Event description:
On (B)(6) 2011, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Post operative follow-up CT confirmed that there was a lack of apposition between the contralateral leg component implanted in the left common iliac artery and the vessel wall. On (B)(6) 2020, a reintervention was performed. During the procedure, a distal type I endoleak was not confirmed. In order to resolve the lack of apposition, additional stent grafts were implanted extend to the left external iliac artery and coil embolization of the left internal iliac artery was performed.